Manufacturer narrative:
B5 and coding updated. H3 additional information from analysis; analysis reveled : poor recharge quality message. Got warm after running it at relay box. Record the two values: - the highest number (64) - the low number (61). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from the manufacturer representative (rep) that there is no issues with the ins battery. It was found the recharger speed was set on level 3, causing the charging time to increase significantly. Changed the charging speed back to 4 and that resolved the issue. When asked about the cause for ins only charges to 50% and controller shuts down, rep said that the recharging speed was set to 3 and it increased the charging time. The battery would charge up to 50% in an hour instead of 100%. We changed the charging speed and's got him up to 100% in about 20 minutes. When asked what were the cause and interventions that were taken to resolve the issue, patient said changed charging speed to 4. Patient was turning the controller off after 1 hour of charging expecting the device to be fully charged. Now he can fully charge the device in 1 hour. Patient confirmed that the issue is resolved now.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that he thinks the battery in the controller is bad. Patient said he was sent a refurbished controller one time and that didn't work any better. Patient stated he is having to charge the implanted neurostimulator every day almost and the controller depletes on its own. Agent asked if this was happening when charging the implant and patient said probably when they is plugged into the recharger and it feels warm right now. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Updated d9 and d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of recharger, model: 97755-s; s/n: (B)(6); reveled: white rubbing off. Poor recharge quality message. B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated that they received a replacement recharger and they talked to their manufacturer representative (rep) today and was told to request for a new battery pack. Patient stated that when they are charging their implantable neurostimulator (ins) it only charges to 50% and shuts down. Agent clarified and patient said that the controller shuts down but unable to confirm with green light was flashing. Patient mentioned they will be seeing rep some time next week to test the ins battery. Patient confirmed that they were able to charge the controller to 100%. Agent reviewed information and recommended to have an rep call if they have some concerns.